Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed mid:05 (external ram address bus failure) error message was confirmed during functional testing and review of the event log. The root cause was due to the loose wiring connection on the processor pcb in the display head. During visual inspection, not related to the reported complaint, loose and cracked pump lid was observed. In addition, console is missing handle. The root cause was due to mishandling. In addition, white rollers, cold well cap and lid bumpers were worn out likely due to wear and tear. Damaged, worn out and missing parts needs to be replaced to address the issues. There was no preventive maintenance performed for this console since 2018. During functional testing, the thermogard console displayed mid:05 during power on self test (post). Following this, the display head was disassembled and reassembled. Following that, performed burn-in test for two days; the console functioned as intended. Thus, confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of multiple mid:05 error messages. Thus, confirming the reported complaint. In addition, unrelated to the reported complaint, mid:16 (software malfunction reboot) error message was observed. The root cause of mid:16 is likely due to loose wiring connection on the processor pcb in the display head. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device check, the thermogard console (sn (B)(4)) displayed mid:05 (external ram addressbus failure) error on power up. No patient involvement.